Event description:
It was reported that the device became entrapped on the wire inside the patient. A 2.1mm jetstream xc catheter was used in an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, when using rex mode, the non-bsc filter wire was coming out of the patient. It was not possible to keep the filter wire in place and pull the catheter proximal. The filter wire and catheter were removed from the patient together. Once outside the patient, the filter wire was able to move forward and backwards in the catheter. No patient complications were reported. A drug coated balloon was used to complete the procedure and the patient had a good outcome.

Event description:
It was reported that the device became entrapped on the wire inside the patient. A 2.1mm jetstream xc catheter was used in an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, when using rex mode, the non-bsc filter wire was coming out of the patient. It was not possible to keep the filter wire in place and pull the catheter proximal. The filter wire and catheter were removed from the patient together. Once outside the patient, the filter wire was able to move forward and backwards in the catheter. No patient complications were reported. A drug coated balloon was used to complete the procedure and the patient had a good outcome.

Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.1 with an abbott nav6 guidewire stuck in the device. The catheter shaft showed sever kinking damage at the strain relief. Microscopic analysis showed that the catheter tip was run too far distal on the guidewire where the tip of the catheter interfered with the coils of the guidewire. This contributed to the restriction of the guidewire as well as the severe kinking on the shaft. The device was connected to the jetstream console and was functionally tested for rotation issues. The device would not rotate due to the severe kink and drive coil damage at the kinked area. The tip was removed from the catheter shaft. Inspection showed that the tip coils were jammed in the bushing which contributed to the guidewire restriction. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.